Event description:
Following the second lv implant attempt angiographic imaging confirmed a dissection of the tip of the target vessel. The dissection spread and the implant attempt was abandoned and an implantable pulse generator (ipg) system was implanted. Additional information received indicated the physician believes that the dissection was attributed to a guidewire. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).